Event description:
It was reported that the physician was replacing a battery due to normal battery depletion. When attaching the extension to the new battery the physician could not see if the extension cable was inserted far enough, and had to insert it solely based upon touch feedback. The extension became kinked, and impedances over 40,000 ohms were seen on all contacts. The whole extension had to be replaced, and it was reported that the surgery lasted longer as a result. It was noted that there were no clinically relevant consequences to the patient.